Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and shows the receiver shutting down unexpectedly when battery charge was over ten percent. A receiver discharge test was performed and failed. The receiver case was opened and an internal visual inspection was performed and passed. The battery was replaced with a known good battery. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective receiver battery.